Event description:
The pt's relative checked pt's blood glucose on the suspect device and the result was "l2". Relative gave pt a glucagon shot and called the paramedics. Upon arrival the paramedics tested pt's blood glucose on their device and the result was 93mg/dl. Relative was taken to the hosp and given dextrose in the ambulance. At the hosp pt was given nph and regular insulin.